Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2006. The patient had procedures on (B)(6) 2011, (B)(6) 2011, and (B)(6) 2012 to remove the mesh, however, the patient stated she still has the six wings. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.